Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve was sticking. Additional malfunctions include the power switch had no alarms, and the valve operator for the 4 way valve was worn.